Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. Undefined high impedance in both configurations, noise and a lead fracture were noted. An right ventricular (rv) lead revision was attempted, however due to the occlusion the lead was programmed off. No further patient complications have been reported as a result of this event.